Manufacturer narrative:
Report source: (B)(6).

Event description:
Information was received that a smiths medical portex soft seal cuff suctionaid tracheostomy tube underwent a pre-use check with no issues. However, after approximately four hours while in use with a patient, air leaked from the cuff of the device. Subsequently, a tracheostomy (trach) change out was required. No clinical consequences to the patient were reported.